Event description:
A customer reported the system would not power up after the pt had been brought info the operating room and was on the table. Add'l info was rec'd from a company sales rep reporting the capsulorhexis had been performed when the reported event occurred. The system was switched out and the case was completed with no further incidents. There was not pt harm reported.

Manufacturer narrative:
The company rep examined the system, found a problem with the power supply, and replaced the power distribution pcb to address the issue. The system was then tested and met all product specifications. Investigations including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).